Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 396 mg/dl at the time of the incident. The customer was given manual injections and intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, and abdominal pains. The customer was wearing the insulin pump during the incident. The caller stated the pump was slow to run a self test, jumped from bolus wizard to manual bolus, and would not allow them to set a temp basal over 110%. The caller believes the pump is under delivering. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.